Event description:
The granddaughter of a (B)(6) female pt contacted zoll customer support to report that the pins in the pt's electrode belt connector were bent. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon eval the pins in the electrode belt trunk cable connector were bent in a swirl pattern. This prevented the e-belt from connecting to a monitor. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.